Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set tubing disconnected at the luer lock when the tubing is pulled from both sides. The device was being used with a non-baxter catheter. There was no report of patient injury or medical intervention associated with this event.